Event description:
It was reported that the pt's lead was "damaged" during an explant procedure. No further details, pt symptoms or outcome were provided. Additional info was requested but not available as of the date of this report. A f/u report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4)